Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10. Visual examination of the provided picture identified the pin is fractured. Damage can also be seen on the bearings however it is unknown whether that occurred in vivo or during the explantation. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent an elbow replacement surgery on an unknown date in 2005. The patient was revised with a new pin and bushing due to a cm elbow locking pin disruption. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Implant date: 2005. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted and the pin/bushing was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.